Event description:
Information was received from a patient. It was reported that their implantable neurostimulator (ins) wasn't working. The patient clarified that the ins was not charging. It was unknown when the issue occurred. No patient symptoms were reported and there were no complications. Indication for use is arachnoiditis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that they first started experiencing the issue of the device not working on (B)(6) 2017. The patient stated that they weren¿t any circumstances that led to the inability to charge the device. The patient stated that they changed the battery in the programmer and turned the power up, but it didn¿t resolve the issue.